Manufacturer narrative:
Sections b1 and b2: corrected section h6: health effect - clinical code and medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account stated the cause was suspected to be an obstruction. The reported obstruction could not be confirmed through this evaluation. The controller event log files collectively contained events from 24jul2024 and 25jul2024. Low flow hazard alarms were captured on (B)(6) 2024. No other notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension, right heart failure, and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had shortness of breath and low flow alarms. The patient's international normalized ratio (inr) on admission was 1.44 seconds, lactate dehydrogenase (ldh) was 645 units per liter (u/l), and n-terminal pro b-type natriuretic peptide (nt probnp) was 2305 picograms per milliliter (pg/ml). A transthoracic echocardiogram (tte) was performed, which showed that the end-diastolic volume (edv) of the left ventricle was 7.5 cm and end-systolic volume (esv) was 6.9 and that the atrioventricular valve (av) opening was 1:1. Mild mitral regurgitation and aortic regurgitation were noted as well as moderate right ventricle (rv) dysfunction. The patient had moderate rv dysfunction prior to left ventricular assist device placement. The device had no influence on rv function. Further ramp study results included left ventricle (lv) shortening from 6.89 cm (5200 rpm 1.6 pm) to 6.34 (6000 rpm 2.6 lpm). Angio computed tomography was performed with no significant issue. Intravenous heparin was administered, and warfarin (coumadin) and aspirin were given. Log files were submitted for review and were filled with backup battery (ebb) faults due to the ebb expiring. The periodic log showed flow trending downward. The event file was also filled with low flow events. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device related issue. Additional information was provided that the patient suffered a stroke due to a thrombus in the m2 segment of the middle cerebral artery. Pump flow increased to 3.9 liters per minute (lpm). Log files were submitted for review and captured a recovery in power and flow to more normal ranges for the set speed of 52000 revolutions per minute (rpm). High blood pressure was identified as the cause of hemolysis. Ldh was reported to be 423 u/l on (B)(6) 2024 (previous 734 u/l), and plasma-free hemoglobin (pfh) was 0.3 milligrams per deciliter (previous 1.7 mg/dl). Pump flow was reported to be 4.2 on 5800 rotations per minute (rpm). According to log files analysis, there was evidence of rotor displacement, increase rotor noise, or increased temperature. Everything was stable and within limits. Pump consumption was stable and increased when the flow returned back. Per the site, it appeared there was an obstruction before or behind pump. On (B)(6) 2024 a thrombus extraction from the middle cerebral artery was performed. The patient was in the intensive care unit (ICU) with reported left sided vasoplegia. They were hemodynamically stable and on mechanical ventilation.